Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and alarms low battery with new batteries. The pump also previously had a blank display. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage to the keypad traces during visual inspection. The insulin pump powered up properly and no blank display noted. The insulin pump received with normal operating currents and passed all functional testing including the self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected low battery alert alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection. No unexpected blank display, power shutting off, black display, or time/date resetting noted during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.